Manufacturer narrative:
Investigation summary: with all available information, boston scientific concludes that the reported ams 800 pressure regulating balloon (prb) malfunction could be confirmed. A tear that was 0.5mm in length was identified in the prb shell. Product analysis concluded that this tear was the most probable cause of the reported event. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, the ams 800 pressure regulating balloon (prb) was visually inspected, microscopically examined, and leak tested. A tear that was 0.5mm in length was found in the prb shell. The damage is consistent with bulging and material fatigue. The cuff and momentary squeeze (ms) pump were visually inspected, microscopically examined, and leak tested. No damage, abnormality, or leaks were identified in the pump, cuff, or kink resistant tubing (krt). Product analysis concluded that the prb tear was the most probable cause of the reported event. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). Investigation conclusion: based on the results of this investigation, an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient presented to the hospital as this artificial urinary sphincter (aus) "was not working". The cuff was noted to open but not close when the pump was pressed. The physician identified a hole in the balloon connecting tube. Approximately one month later, a surgical procedure was performed during which the existing aus was removed and replaced with a new aus. The patient improved following the procedure.